Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4)-2011 21:00:03 and (B)(4)-2011 15:00:04. Weekly pacing impedance trend data shows an abrupt increase for max defib active can on impedance of 51 to 196 ohms peak between (B)(4)-2011.

Event description:
It was reported that the right ventricular lead possibly had a hvb fracture as the lead had high impedance. It was also noted that the lead's impedance had triggered the high impedance warning on the hv (high voltage) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.